Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 15-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The current black box showed unexplained pump reboots. The pump intermittently powered on with the returned battery cap to a dim and discolored display. The battery cap threads were damaged and a test battery cap was used for testing. A test battery cap was unable to fully tighten. The battery compartment was found to be cracked. The battery compartment threads were found to be damaged. There was no evidence of moisture contamination inside the battery compartment. The cover was found to be cracked. A 24 hr basal program was run with a test battery cap and there was no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. The 'intermittent' power condition was due to the battery compartment damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.